Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a retinal detachment surgery an ophthalmic console exhibited multiple failures. The intraocular pressure (iop) control was defective and while performing vitrectomy major hypotonia was occurred despite of increasing the iop and decreasing the aspiration. Surgery was continued after changing the trocars.the ophthalmic console did not detect the induction of pedal hypotonia at 60mmhg. During vitrectomy procedure vitrectomy probe exhibited surge and spitting of air which delayed the surgery. At the end of the surgery air exchange was failed during fluidics air exchange mode and the aspiration was not working. No system messages (sm) were displayed during the malfunctions. Surgery was completed and no patient harm was reported.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced, prior to the reported event. The system found to meet all cosmetic and performance standards. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed, and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).